Event description:
It was reported to vyaire medical that the infant flow sipap is having low o2 alarm. The customer confirmed an o2 flow error. Flow can reach 100 when set to 100. It can only reach 48. The issue happened prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer recalibrated the o2 sensor at 21 and 100% but was then having pressure issues. Per the manual, vyaire had him do the leak test and he was able to successfully meet the correct pressure. Vyaire advised him to perform the blender test and, if any of the values fail, to recalibrate the o2 (oxygen) sensor. If that still does not work, he needs to replace the o2 sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.